Event description:
Philips received a complaint on the patient information center ix indicating that speaker at the picix host is no longer working, audible tones are not heard. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that one of the picix hosts within the cmu had lost speaker functionality. The rse verified that there were no audible tones, adjusted the volume at the patient monitoring screen and within system configuration, and could not create an audible tone. The speaker was determined to have failed, and the part number for the replacement external speaker was provided to the customer who stated they are taking responsibility for repair. The customer was provided with part information about the speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.